Event description:
It was reported that one day post implant, the atrial lead dislodged. At the lead revision, after the lead was repositioned, the physician attempted to reconnect the lead to the device but the setscrew had backed completely out of the header. The physician tried for 30 minutes to realign the screw but was not successful. The lead remains in use and the device was explanted and replaced. It was noted that after explant, the screw was able to be realigned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1, implantable pulse generator (ipg), (B)(6) 2013; 5076, implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.